Event description:
The event occurred on an unspecified date and involved a plum 360 where it was reported the a line appears to be running too quickly. The reporter stated when a line is set for 1 hour its runs in around 54 minutes. This occurred 2 to 3 times with sodium chloride but does not occur every time. The reporter also was running calcium folinate and at that time the pump seemed to be running okay. The b line seems to have no issues and was being monitored closely due to systemic anti-cancer therapy (sact) treatments. There were no error messages or alarms present. There were no changes to the pump's settings. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
The device is available for evaluation, however, has not been received.

Manufacturer narrative:
The complaint "delivers too fast" was evaluated. The device was in good general condition. The device logs were sent for review. The log showed that by oct 11, an infusion was started on line a for 3mins at 200ml/hr for voluem to be infused (vtbi):10ml. The infusion was stopped but was not cleared. Line a was programmed on the same screen and nurse pressed 100 ml/hr in rate column and then pressed the key [select down] [select down] to move to the hour duration column and pressed 1. The duration got adjusted to 1 hr 1 mins. This auto calculated the vtbi to 102 ml.the battery was replaced and change battey was keyed. The device passed all testing without issue. Engineering concludes the customer complaint couldn¿t be confirmed and the probable cause of the infusion delivering more vtbi is because the nurse did not clear the infusion on line a and reprogrammed the values overriding the duration. The device worked as expected. D9 device returned to manufacturer on 11/22/2023.